Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system buttons and filters were cleaned during the service call. The system was tested and found to be working as intended and put back into service.